Event description:
It was reported that during an angioplasty procedure, deflation issues occurred. The physician inflated a 15mm x 2.00mm emerge balloon catheter in the target lesion. When the physician attempted to deflate the balloon, it was slow or failed to deflate. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).